Event description:
It was reported that the IV catheter buckled while attempting to advance. No additional information.

Manufacturer narrative:
No product was returned for investigation. If the device is returned the investigation will be reopened.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-06306. The report was submitted in error., corrected data: corrected information provided in h10.